Event description:
It was reported that during the implant procedure just after the pocket was closed, intermittent ventricular oversensing, unrelated to the t-wave, was observed. The physician re-opened the pocket and pulled on the rv lead, but could not reproduce the oversensing. The rv lead was repositioned with good results and the pocket was again closed. Several minutes later, the ventricular oversensing the device/lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The full lead was returned. The defib conductor was distorted at 31 cm. The outer insulation was torn at 40 cm. Evaluation summary: (B) (4). No anomalies found. Upon visual inspection, it was noted that the grommet had been damaged.